Event description:
Reporter alleged obtaining a result of 273 mg/dl on the aviva system compared back to back with a result of 97 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.